Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not function properly" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design spcification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully6 functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluatged during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During a laparoscopic appendectomy, it was reported the instrument would not function properly. No other info reported. There was no consequence to the pt. Clinical follow up: 1/24/97 0940 attempted to call surgeon's office, but no answer. Will try later.1/27/97 1136 message and 800# left for md call back. 1/29/97 nncl sent.